Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The drive support cap was flush. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional¿s instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device did not have a battery installed when received. No compromised force sensor system alarm noted during testing. Device primed properly during the prime test, however device had a loose or flush drive support disk. Device passed the rewind, prime test, and excessive no delivery test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Unable to perform the displacement test, basic occlusion test, occlusion test and delivery accuracy test due to broken reservoir tube lip. Device also had a minor scratched display window, cracked case at display window corner, cracked reservoir tube, cracked reservoir tube window and a missing end cap sticker. The test p-cap and reservoir will not lock in place in the reservoir compartment due to broken reservoir tube lip.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.